Event description:
Caller reported that touchscreen was cracked and shattered, rendering touchscreen illegible and preventing interaction with pump. There was no reported impact to customer¿s blood glucose level. Customer was advised to use multiple daily injections as a backup therapy, and technical support arranged for replacement pump to be sent. Caller was instructed on returning the damaged pump.